Event description:
Philips received a complaint by the customer on the v60 indicating that the unit powered on by itself. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the unit powered on by itself. The customer stated that the unit powered on by itself while on the phone and they did not touch the unit. The remote service engineer (rse) advised the customer to replace the user interface (ui) printed circuit board assembly (pcba). The rse provided the customer with the part number of the ui pcba to order and replace. This investigation is ongoing.